Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), cancer. No medical intervention was specified by the patient. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation secondary findings was observed. The device was corrected. Box d: product brand name has been updated. Box g: report source - other has been updated. Box h6 has been updated. Box h: remedial action initiated and recall (z) number has been updated.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.